Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged insulin gauge and minimum fill notification issues could not be verified.

Event description:
It was reported that intermittent cartridge alarms occurred. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Lastly, it was reported that the insulin gauge was inaccurate. Reportedly, customer loaded a new cartridge and continued to use the pump for insulin therapy. The customer's blood glucose level was 183 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.